Event description:
It was reported that the patient's pulse generator was oversensing p waves and had p waves sensing measurement variation. Programming changes were made. The patient was in stable condition.